Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported hemorrhage/blood loss/bleeding, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that during a right heart catheterization (rhc) procedure, difficulty was met steering the swan catheter over the bmw guide wire to the left pulmonary artery (lpa). The bmw guide wire was then removed from the catheter and angiography was performed. As the .018 steel core guide wire was being placed through the catheter, the patient started to cough. On exam, patient was found to have blood in her sputum. The patient's mouth was suctioned and oxygen increased through a mask. Physician continued procedure and placed cardiomems in lpa over steel core wire. Sensor was calibrated without issue. No further hemoptysis was noted and patient was transferred to recovery area for overnight observation. Vital signs remained stable throughout the procedure. Per the physician, it is unknown what device caused the bleeding to the patient. No additional information was provided.